Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The device had a loose distal tip and dents in the ultrasound tip. The device passed the leak test and was manually cleaned thoroughly but failed culture testing.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: h6 - component code (841 - imager is not applicable to this event). It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. In addition, the following reportable malfunction were found during device evaluation: ultrasound probe is chipped and loss of the adhesive on the distal end. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer confirmed that the ultrasound gastrovideoscope initially failed the bioburden test. They never used the scope on a patient and someone noticed the tip was loose, they bioburden tested it again and it was fine. They cleaned the scope again and then they sent it in for service. The issue was found during reprocessing. There were no reports of patient harm.